Manufacturer narrative:
Return requested. Replacement push/pull cable assy kit shipped to site 08/26/2015. No parts have been received by manufacturer for analysis. On 08/27/2015 a medtronic representative performed an imaging system check-out, all areas passed. Push/pull cable broken. No debris interfered with normal function that was noticed. All broken pieces were accounted for. Replaced push/pull cable. Performed system check-out. Unit operates as expected. Issue resolved. On 08/28/2015 a medtronic representative, following-up at the site, reported this issue only occurred as they were removing the imaging system from the field at the conclusion of the case. No further imaging was required. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, they started to open their imaging system and a "spring and cable-looking piece" fell out. The pieces did not hit the patient or enter the sterile field. This occurred after the spin and navigation was able to continue successfully. The imaging system was opened and moved from over the patient without issue. The surgeon had already completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.